Event description:
Initial estradiol ii result of 19.11 pg/ml. Repeat of same sample recovered 1249 pg/ml. No information provided to determine if results were used to guide therapy. The field service representative determined the liquid level detection wire was disconnected from the sample probe. The instrument was repaired and performance check tests were performed and were within specification.